Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the t-lock connection. Customer tightened the t-lock connection to address the issue. The customer's blood glucose level was 293-294 mg/dl.